Manufacturer narrative:
The device is expected to return for testing and investigation; it has not yet been received.

Event description:
The event involved a leak of an unspecified chemotherapy from a 4-clave administration set. The leak occurred where the tubing connects to the infusion bag, and resulted in chemo spilling on the floor and on the nurse. There was no medical intervention required.

Manufacturer narrative:
H10: a device was returned to the manufacturer 7/8/19. One used device with list number 011-h1367, along with mating devices were received for testing. The received ICU medical device has only 1 trifurcated connector attached with 2 claves and not 2 trifurcated connectors with 4 claves attached. The 011-h1367 device was received with the spike securely attached to the bag and the claves were received attached to the trifurcated connector. The separated clave/trifurcated connector was examined after the functional test and found no to little solvent bonding present. The reported product problem for detachment and leakage at bag spike and bag was not replicated/confirmed. However there was separation and leakage at one of the claves/trifurcated bonded connections. This was due to no to little solvent bonding present. The probable cause was due to an error in the manual bonding during the bonding process at ensenada. The returned device was list number 011-h1367, and not the reported list number of 011-h1368. Additional information can be found in b3, b5, h3.

Event description:
The customer stated that the disconnection occurred on the infusion zone located on the site that connects to the infusion bag: the blue tip, comprising the luer site to which the junction of the bag got detached and removed. The drug administered at the time of the event was nacl 0.9%, but the tip that got removed was that of the oxaliplatin bag, a chemotherapeutic agent, the bag still being clamped. There was a contact between the nacl 0.9% and the nurse in charge of the healthcare. The product was cleaned. The separation occurred during the placement of the oxaliplatin bag. The settings of the pumps are not available. The incident occurred on (B)(6) 2019.